Manufacturer narrative:
Updated fields: b4, b6, b7, d10, e (occupation, health professional?) G3, g6, h2, h6, h10.

Event description:
N/a

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. Upon arrival, the stm ran unit successfully with catheter and trainer. The stm then identified while running the unit in rescue mode, the x5 leaking 2 psi in approximately 10 minutes. Adjusting cv1 failed to address leak. To solved the issue, the stm replaced suspect fill manifold and successfully addressed leak on x5. Subsequently, the stm inspected the back cover and reported that it was in good condition, thus ruling out physical damage. Unit passed helium leak test without issues. Nothing unusual was identified in the logs. The iabp was returned to customer and released for clinical use.

Event description:
It was reported that during transport, cardiosave intra-aortic balloon pump (iabp) alarmed "low helium." No patient harm, serious injury or adverse event was reported.